Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt involved. Testing disclosed that the battery had very low capacity. The battery was replaced and the unit was returned to svc. The event is not occurring more frequently or with greater severity than is usual for the device.